Event description:
A customer reported that their pump battery was experiencing issues with holding a charge and dying too quickly. There was no adverse impact to the customer's blood glucose level reported. The customer declined any further assistance or troubleshooting, and it was noted that they were out of warranty and in the process of acquiring a new device.